Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the insulin pump alarmed unexpected restart and the lower left and the lower right of the display have a crack. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.